Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, customer inadvertently entered in 18 grams of carbs and administered too much insulin causing them to go low. Tandem technical support informed customer on proper bolus delivery procedure and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.